Event description:
The event is reported as: new rn inserter had trouble accessing a brachial vein. Asked for the assistance of 2 experienced rns. Rn claimed rhythm with tip navigation was used during a PICC placement and caused arterial placement. PICC was inserted in an artery. PICC dwelled in artery for a week. Upon investigation the rn used tip location only. Facility doesn't use rhythm to clear PICC for use.

Manufacturer narrative:
Qn#(B)(4). The report "rn claimed rhythm with tip navigation was used during a PICC placement and caused arterial placement" was not confirmed since the sample was not returned for review. A device history record review was not performed for this investigation because no batch/lot number was provided. The sales history shows at least eight (8) different monitors have been provided to the customer. It is known that this customer performs numerous PICC placement procedures and uses more than one of the monitors daily. The probable cause of this issue could not be determined based on the information provided and without a sample. No further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Additional information requested (9/18) from the user facility. No additional information received at the time of this report.

Event description:
The event is reported as: new rn inserter had trouble accessing a brachial vein. Asked for the assistance of 2 experienced rns. Rn claimed rhythm with tip navigation was used during a PICC placement and caused arterial placement. PICC was inserted in an artery. PICC dwelled in artery for a week. Upon investigation the rn used tip location only. Facility doesn't use rhythm to clear PICC for use.